Event description:
The pt had no relief since implant. At the first refill, the pump was still full. The pump and catheter were replaced. After the replacement, the pt was "well relieved". There was no pt injury. The pump was used to deliver lioresal.